Event description:
Our affiliate is reporting to us that during an arthroscopic procedure with the use of an expressew ii deployment gun and an expressew ii flexible suture passer needle, a portion of the distal tip of the needle broke off during one of the suture passes through the soft tissue. The fragment was retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient. Also see associated MDR 1221934-2013-00234.

Manufacturer narrative:
The complaint devices were received and evaluated. The expressew needle is jammed and stuck in the expressew gun. Most likely the needle got jammed in the device and would not fire. Upon repeated actuation, the jammed needle deformed inside the gun which resulted in the tip breaking off and the needle shaft getting stuck in the jaw sideways at the odd configuration it was returned in. A batch record review for the expressew gun ((B)(4)/ lot # 11849fp-090319) has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. For the needle ((B)(4)) no lot number was supplied, which precludes conducting a batch review. Given the condition of the complaint devices, user technique is a consideration as the root cause, outside of this hypothesis, no other root cause for the reported issue can be discerned. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint devices were received and evaluated. The expressew needle is jammed and stuck in the expressew gun. Most likely the needle got jammed in the device and would not fire. Upon repeated actuation, the jammed needle deformed inside the gun which resulted in the tip breaking off and the needle shaft getting stuck in the jaw sideways at the odd configuration it was returned in. A batch record review for the expressew gun (214004 / lot # 11849fp-090319) has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. For the needle (214005) no lot number was supplied, which precludes conducting a batch review. Given the condition of the complaint devices, user technique is a consideration as the root cause, outside of this hypothesis, no other root cause for the reported issue can be discerned. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time.

Event description:
Our affiliate is reporting to us that during a procedure with the use of an expressew ii deployment gun and an expressew ii flexible suture passer needle, the needle broke during one of the suture passes through the soft tissue. The fragment was retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient.also see associated MDR 1221934-2013-00234.